Event description:
Customer reported that there is zipper damage on the product canopy side panel. The zipper teeth do not connect when the zipper is closed. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth damage. Eval: results: eval of the returned product found the right side window perimeter guard, zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).